Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited stripes in the image during zooming as the camera moved. The issue was identified during a diagnostic colonoscopia procedure while the device was inside the patient under sedation. The procedure was delayed by 30 minutes or more. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of additional information. Updated fields: b5, h2, h4, h6 (medical device problem code). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: showing residues of nankin ink when cleaned.